Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock therapy due to the ventricular lead noise. The high voltage therapy was recommended to be disabled and a chest x-ray was also recommended. The lead will be replaced. No further information is available.

Event description:
Additional information received indicated that the lead was capped and replaced during a device upgrade procedure. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead measuring 13.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of that lead that was returned was otherwise normal.